Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that there was stimulation in an undesired location only when the patient was sitting. The patient experienced shocking that felt sharp and painful in the right buttock when sitting. A revision surgery was performed and the implantable neurostimulator and the leads were replaced. Lead migration caused the shocking.